Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open to issue the medication at the station. A technical support specialist found that there were no failed drawers displayed on the populated buttons screen. The customer confirmed that drawer 5 opened when I clicked the locate option and subsequently restarted the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medflex system, the drawer did not open to issue the medication to a patient. The required medication was clopidogrel, a 75mg tablet. This incident did not cause any delays in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.